Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. Device analysis revealed that the midshaft towards the tip of the stent was not returned for analysis and could not be completed. A visual and tactile examination of the hypotube identified a shaft break 7.6cm distal to the distal end of the strain relief and only a section of the hypotube shaft measuring 47cm in length. No other issues were noted.

Event description:
Reportable based on device analysis completed on 18may2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. Following pre-dilatation, a 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed that the midshaft towards the tip of the stent was detached and not returned.